Manufacturer narrative:
Product event summary: it was confirmed that the programmer would not power on, there was a faulty link electronic module (lem) board. It was also noted that the power supply was noisy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer suddenly powered off, and when an attempt was made to power it on again, it did not work. The programmer has been returned to service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.